Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, resulting in a fractured touchscreen that rendered the device unusable; the affected component was the touchscreen. Symptoms included insufficient clinical information. Outcomes included insufficient information regarding impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with physical damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.